Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blood glucose level of 515 mg/dl, which was treated with manual injection. The customer also reported that the reservoir may have been cracked and caused a leak. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.